Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('she reported constant pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("she had heavy menstrual cycle"), anaemia ("anemia"), syncope ("she suffered fainting spells"), vitamin d deficiency ("vitamin d deficiency ") and abdominal pain upper ("stomach pain") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, anaemia, syncope, vitamin d deficiency, abdominal pain upper and cholecystectomy outcome was unknown. The reporter considered abdominal pain upper, anaemia, cholecystectomy, menorrhagia, pelvic pain, syncope and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('she reported constant pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("she had heavy menstrual cycle"), anaemia ("anemia"), syncope ("she suffered fainting spells"), vitamin d deficiency ("vitamin d deficiency ") and abdominal pain upper ("stomach pain") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, anaemia, syncope, vitamin d deficiency, abdominal pain upper and cholecystectomy outcome was unknown. The reporter considered abdominal pain upper, anaemia, cholecystectomy, heavy menstrual bleeding, pelvic pain, syncope and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information was added. Patient¿s date of birth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('she reported constant pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency "), abdominal pain upper ("stomach pain"), syncope ("she suffered fainting spells"), menorrhagia ("she had heavy menstrual cycle") and anaemia ("anemia") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vitamin d deficiency, abdominal pain upper, cholecystectomy, syncope, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain upper, anaemia, cholecystectomy, menorrhagia, pelvic pain, syncope and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.